Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump was giving ¿call service¿ alarms. The patient attempted to reset the pump however the display screen became locked; the patient was unable to use the pump for ipt. Afterwards, the patient obtained blood glucose readings ranging from 500 mg/dl to 600 mg/dl and he experienced the symptoms of nausea and burning feet. The patient administered self-treatment by drinking fluids and taking bolus doses of insulin via syringe injections. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump¿s call service alarms issue, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the black box shows evidence of call service alarms. An ez-prime sequence and a 24 hour duration test were successfully completed. No call service alarms were duplicated during investigation. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. There was no evidence of internal moisture or damage to the pcb was found. No damage to the transceiver flex was observed. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.